Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level resulting in the customer losing consciousness and experiencing diabetic ketoacidosis; bg value was not provided. The suspected cause of the high bg was due to not noticing multiple intermittent occlusion alarms. The customer's son contacted an ambulance to initially address bg. Subsequently, the customer was hospitalized where healthcare providers treated the high bg and retrained the customer on resuming pump therapy; no additional information was reported pertaining to the treatment received. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. No additional information was provided regarding the occlusion alarms and how they were resolved. No additional patient or event information was provided.